Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the stimulation was turning off by itself. Patient reported they charged ins on september 24th. Patient connected to the ins and stim showed on. Ins battery was green. Patient services (pss) reviewed stim could turn off if ins battery was low however patient stated this was not the case. No further complications were reported/anticipated.